Manufacturer narrative:
(B)(4). The customer returned one guide wire and a 3-lumen catheter for evaluation. The sample was returned with the guide wire stuck inside the catheter. Signs-of-use in the form of biological material was observed at the proximal skive hole. Visual analysis revealed that guide wire was unraveled towards the proximal end. Several major kinks were also observed. This resulted in the distal j-bend to be slightly misshapen. Microscopic examination revealed that the core wire had separated directly adjacent to the proximal weld. Despite this, the weld was still attached to the coil wire. The prominent kinks in the guide wire measured 34mm , 176mm, and 534mm from the distal tip. The total core wire length from the distal weld to the point of separation measured 602mm, which is within the specification limits of 596mm-604mm per the guide wire graphic. The guide wire outer diameter measured .79mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The catheter length from the juncture hub to the distal tip measured 214mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter outer diameter measured .0945", which is within the specification limits of .094"-.098" per the catheter extrusion graphic. A lab inventory guide wire was able to pass through the returned catheter with minimal resistance. A manual tug test confirmed that the distal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The returned sample met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported having a critical patient who required central line access. The physician attempted in the bilateral groins and used three central line kits in the process. Another physician also made three attempts with the kits and it is reported the guidewires were kinking and bending. When the guide wire was pulled back into the original casing it pulled to the side and kinked. The physician was concerned about the wire breaking off in the patient. The wire did not break and it was confirmed with x-ray that there was no foreign body in the patient. No patient injury or consequence was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported having a critical patient who required central line access. The physician attempted in the bilateral groins and used three central line kits in the process. Another physician also made three attempts with the kits and it is reported the guidewires were kinking and bending. When the guide wire was pulled back into the original casing it pulled to the side and kinked. The physician was concerned about the wire breaking off in the patient. The wire did not break and it was confirmed with x-ray that there was no foreign body in the patient. No patient injury or consequence was reported. The patient's condition is reported as fine.